Event description:
Reportedly an overconsumption is suspected on the device. The device was explantated on (B)(6) 2023.

Manufacturer narrative:
Review of the available patient files of the ICD led to the following observations: - an abnormal consumption was measured from (B)(6) 2019. - the voltage drop which occurred, on (B)(6) 2019, is a consequence of the overconsumption; - no event (charge, followup, emi) is recorded at this date which could explain the overconsumption. - between (B)(6) 2022 and (B)(6) 2022, right ventricular lead impedance, rv and svc coil impedance are slightly fluctuating within normal range. - on (B)(6) 2019, the time to rrt was estimated to 10-15 years on the programmer. - on (B)(6) 2022, the time to rrt was estimated to 2 years and 1 month (minimum 1 year and 7 months). - the overconsumption led to a premature battery depletion. Device analysis - the device was explanted on (B)(6) 2023, and returned for analysis. - upon reception, the returned device was interrogated: o proper sensing and pacing operations were observed. O an overconsumption was measured. O battery voltage was measured at 2,61v - then the device was opened to have direct access to internal components: o detailed visual inspection didn¿t revealed any anomaly. O the device was then powered with an external power supply; o the device was reinitialized to initial setup by bench test, and an overconsumption was still measured. O the overconsumption measured during the investigation was intermittent and fluctuating. O further analysis revealed the origin of the overconsumption is probably linked to a default on the electronics (diamond ic and/or voltage doubler/tripler circuit). - the origin of the overconsumption could not be found with certainty, but it is probably linked to a default on the electronics (diamond ic and/or voltage doubler/tripler circuit) .

Manufacturer narrative:
The device was explanted on (B)(6) 2023 and received for investigation on 02 august 2023.

Event description:
Reportedly an over consumption is suspected on the device. The device explantation is planned on (B)(6) 2023.

Event description:
Reportedly an overconsumption is suspected on the device. The device explantation is planned on (B)(6) 2023.

Manufacturer narrative:
Review of the provided data showed : an abnormal voltage battery drop around (B)(6) 2019 from this date, an overconsumptium is detected continuously, therefore a faster battery depletion occurs.